Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty turning the connector on their ilet from the 10 o¿clock to the 12 o¿clock position, though it was flush and insulin delivery remained normal. The agent confirmed blood glucose (bg) was in range and advised the user to perform a full supply change the following day. Follow-up on 11-sep-2025 confirmed the supply change was completed successfully, though the connector lot number was unavailable. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.